Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted and all of the buttons functioned properly. However, corroded keypad traces were noted.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to perspiration. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 124mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.